Event description:
It was reported that an alert triggered for the right ventricular (rv) lead having t-wave oversensing (twos). Reprogramming was done and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (B)(6) 2012; 507652 implantable pacing lead (B)(6) 2012. (B)(4).